Event description:
A report was received that the patient underwent an explant procedure due to an infection at the midline incision. Patient's symptoms were redness, swelling and oozing. The physician prescribed the patient antibiotics and believes the infection to be procedure related. The patient is doing well following the explant.

Event description:
A report was received that the patient underwent an explant procedure due to an infection at the midline incision. Patient's symptoms were redness, swelling and oozing. The physician prescribed the patient anitibiotics and believes the infection to be procedure related. The patient is doing well following the explant.

Manufacturer narrative:
Additional information was received that the antibiotics given to the patient were both oral and IV.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-1110-02, serial: (B)(4), description:precision implantable pulse generator (ipg) model: sc-2218-70, serial: (B)(4), description:linear st lead, 70cm, model:sc-4316, lot:14861059, description: next generation anchor kit-sterile. Explanted devices will not be returned to bsn as they were discarded by medical facility. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.